Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial rosa instrumentation tka surgery both rosa and caliper validations confirmed that the tibia was over-resected by 4mm medially and 3mm laterally. There was no additional patient impact reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet (B)(4). This final report is being submitted to relay additional information from the completed investigation. Through reassessment of this event, it was identified as being reported incorrectly. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable.

Event description:
It was reported that during an initial rosa instrumentation tka surgery both rosa and caliper validations confirmed that the tibia was over-resected by 4mm medially and 3mm laterally. There was no additional patient impact reported. Attempts have been made and no further information has been provided.